Event description:
During an atypical atrial flutter procedure in the left atrium, a pericardial effusion occurred. During ablation in the left atrium, the patients blood pressure could no longer be measured, and their heart rate was low. There was one situation where the tip of the ablation catheter was outside of the anatomy (4-5mm), but without an increase of contact force. This has happened in the left atrial (la) roof region, close to the right superior pulmonary vein (rspv). For the rest of the procedure, contact force was normal, there were no steam pops and no other unusual or critical situations. An ultrasound examination of the heart showed a pericardial effusion which was treated immediately. The patient ist in a stable condition and was brought to the ICU.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported pericardial effusion. Per the IFU, cardiac perforation is a known risk during the use of this device.